Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Customer returned empty vial - unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter memory. The customer's expected fasting blood glucose test result range is 79 to 100mg/dl. The customer feels well and did not report any symptoms of high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. Customer refused back to back blood test. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is 12/27/2016 the meter memory was reviewed for previous test result history: (B)(6). Customer has not had any recent changes in her daily routine. Customer manages her diabetes with diet and exercise. Customer's a1c in september was 5.8. Customer states she has finished her vial of strips and cannot return any strips.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter memory. The customer's expected fasting blood glucose test result range is 79 to 100mg/dl. The customer feels well and did not report any symptoms of high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. Customer refused back to back blood test. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2016 the meter memory was reviewed for previous test result history: (B)(6). Customer has not had any recent changes in her daily routine. Customer manages her diabetes with diet and exercise. Customer's a1c in (B)(6) was 5.8. Customer states she has finished her vial of strips and cannot return any strips.